Event description:
The customer reported falsely elevated sodium and chloride results generated by the architect c4000 processing module for two patients. The samples were repeated, and lower results were obtained. The following data was provided: customer¿s reference ranges: sodium: 135 to 155 mmol/l. Chloride: 95 to 112 mmol/l. Sid (B)(6) (51-year-old, male): (B)(6) 2025 initial sodium result = 176 mmol/l; repeat result ((B)(6) 2025) = 138 mmol/l. (B)(6) 2025 initial chloride result = 123 mmol/l; repeat result ((B)(6) 2025) = 106 mmol/l. Sid (B)(6) (41-year-old, female): (B)(6) 2025 initial sodium result = 160 mmol/l; repeat result ((B)(6) 2025) = 142 mmol/l. (B)(6) 2025 initial chloride result = 120 mmol/l; repeat result ((B)(6) 2025) = 107 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: sample ID's are (B)(6) & (B)(6). This report is being filed on an international product, list number 1r24-84 that has a similar product distributed in the us, list number 1r24-98, with 510k exempt status.

Manufacturer narrative:
A complaint investigation was conducted for the architect c4000 serial number (B)(6) and the architect ict sample diluent. A review of tracking and trending did not identify any trends with regards to the customer reported event. As part of troubleshooting the patient samples were rerun with the same reagent lot which generated acceptable results. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified for the architect c4000 serial number (B)(6) or the architect ict sample diluent.

Event description:
The customer reported falsely elevated sodium and chloride results generated by the architect c4000 processing module for two patients. The samples were repeated, and lower results were obtained. The following data was provided: customer¿s reference ranges: sodium: 135 to 155 mmol/l chloride: 95 to 112 mmol/l. Sid (B)(6), (51-year-old, male): (B)(6) 2025 initial sodium result = 176 mmol/l; repeat result (B)(6) 2025) = 138 mmol/l (B)(6) 2025 initial chloride result = 123 mmol/l; repeat result (B)(6) 2025) = 106 mmol/l. Sid (B)(6) (41-year-old, female): (B)(6) 2025 initial sodium result = 160 mmol/l; repeat result (B)(6) 2025) = 142 mmol/l (B)(6) 2025 initial chloride result = 120 mmol/l; repeat result (B)(6) 2025) = 107 mmol/l no impact to patient management was reported.